Event description:
A female patient reported using renue with moistureloc multi-purpose solution and was diagnosed having a corneal ulcer caused by a fungal infection. A physician initially prescribed vigamox and vancomycin for bacterial infection but neither of these products worked. She was then prescribed voriconazole, which subsequently helped her. The pt stated that she had recovered but has a permanent scar, which according to her eye care practitiioner located in the center 4 mm of the cornea. There was also a permanent decrease in her visual acuity from 20/20 to 20/30. The patient had been wearing her glases and has not resumed lens wear. The eye care practitioner was unable to determine the exact source this event was related to, as culture was never done.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the recordes indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluation met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.